Event description:
According to the reporter: when the cartridge was loaded onto the handle the suture kept breaking. There was no pt injury. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).